Event description:
A user facility reported with a medwatch (#(B)(4)), "tips broke off in fluid bag."

Manufacturer narrative:
A user facility reported with a medwatch (#(B)(4), "tips broke off in fluid bag." Deroyal industries, inc. Requested return of the device, but it has not yet been received. A supplier corrective action request (scar) will be issued to the supplier, medline. This investigation is not complete at this time. No further information is available at this time. We will provide follow up information when additional information becomes available.

Manufacturer narrative:
A user facility reported with a medwatch (B)(4), "tips broke off in fluid bag." Deroyal industries, inc. Requested return of the device, and it was received on 10/01/2025. The sample was reviewed by quality assurance and confirmed that the tip was broken off. It was originally stated that a supplier corrective action request (scar) was issued to the supplier, medline, but the supplier was incorrectly listed. The correct supplier is preferred medical products, llc. The supplier reviewed the incoming inspections and all device history records for lot numbers n28094 including returned samples. All specifications were met. No design or specification change from preferred medical products has been made in the past 30 years. Root cause: no specific root cause was able to be determined. Potential root causes: one potential root cause is a change to the saline bag. The bag decanter is designed to be used in conjunction with multiple saline bag manufacturers; however, the design cannot account for their changes in materials or designs. Another potential root cause could be a usage error is which too much angle or pressure could have been applied to the tip during application. Corrective or preventive action: because no specific root cause could be determined, no corrective or preventive actions were taken. Deroyal will continue monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow up information if additional information becomes available.